Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump fell and broke and no longer functions. The patient's blood glucose at the time of incident was 384 mg/dl, which he treated with a manual insulin injection. The device was formerly registered to the patient's mother, who is now deceased; the patient began to use his mother's insulin pump as a replacement for his other non-functional device. The customer stated that he dropped the insulin pump on the tile floor and the bottom cracked. The customer taped the cracked pieces at the bottom of the insulin pump back on; the customer confirmed that the damage was on the area surrounding the drive support cap. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.